Event description:
Customer reported that the thermogard xp ivtm system (serial (B)(6)) displayed "tcm ID:05" (coolant diff failure) error message. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The customer's reported complaint of "the thermogard console (sn (B)(6)) displayed tcmid:05 (coolant diff failure) error message" was confirmed based on the event log review and during functional testing. The root cause for error message was the lm34 a/b temperature sensor probe failure, likely attributed to wear and tear. The thermogard console was manufactured in april 2010 and is over 13 years old, past its expected serviceable life of 5 years. During visual inspection of the thermogard console, broken top lid and 4 casters were observed, unrelated to the reported complaint. The damaged parts were likely attributed to the age of the device. All damaged parts need to be replaced to address observed issues. The event log review indicated tcmid:05 (coolant diff failure) error message, thus confirming the reported complaint. The thermogard xp ivtm system failed functional testing due to the displayed tcmid:05 error message, thus confirming the reported complaint. The lm34 a/b temperature probe needs to be replaced to remedy the reported complaint. The customer declined to have their thermogard xp repaired and decided to purchase a new replacement console. No service was performed, and this console will no longer be used clinically. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system with sn (B)(6).